Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube has a dent and therefore has sharp edges, the r-unit is broken and therefore the quality in the image corners is poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope had dent and sharp edges at the outer tube, a broken charged coupled device (r-unit), and poor image quality. There was no patient involvement.